Event description:
The daughter of a female patient contacted lifecor customer report to report that her mother is getting frequent bonging alarms. Support explained possible remedies including proper laundering of the garments, applying lotion to the ECG electrodes, and proper adjustments on the garments. Support explained the different alarms as well. Patient agreed to try suggestions. The following day, the patient's daughter called back stating the alarms are getting more frequent. Support requested a manual recording and a download. A review of the download found significant amounts of ECG noise. The patient's electrode belt and monitor were replaced as a precaution.

Manufacturer narrative:
Electrode belt and monitor. Device eval summary: device evaluations of electrode belt and monitor have been completed. The reported problem was confirmed. The cause of the excessive ECG noise alarms was a damaged wire within ECG node b. The +5 volt wire had been pinched between a routing post and the ECG node cover resulting in an intermittent short to ground. The root cause was a manufacturing error. The assembler failed to ensure the wire was routed according to the documented procedure when installing the cover. Monitor passed all functional tests. The faulty electrode belt will be repaired. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.